Event description:
It was reported a 6f angio-seal sts plus vascular closure device was used to seal the arteriotomy site post percutaneous angioplasty procedure. Later, the pt experienced tingling in the left foot and pulses were diminished. Angiography revealed narrowing at the puncture site. The pt underwent surgical exploration. The surgeon identified the puncture site had raised up some plaque from the back wall of the artery. An endarterectomy was performed and the artery was closed in surgery. The pt was discharged in good condition.